Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that insulin was squirting out during the manual prime process. The customer's blood glucose was 9.2 mmol/l. The customer explained that they were disconnected while priming. The insulin pump was not bumped, dropped or exposed to water contact. The drive support cap of the insulin did not appear to be damaged. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and missing end cap sticker.